Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer representative (rep) reported that she thought her doctor had been negligent in not moving the device to another location when the implantable neurostimulator (ins) started to come to the surface of her skin the first time. The patient was looking for information from the manufacturer in relation to implant recommendations that are provided to physicians. Additional information received from the rep reported that it was not placed in the right position. The patient then called requesting implant directions. It was reviewed that this is medical judgment per the implanting hcp and that she would have to follow-up with her hcp concerning the implanting position.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v149177, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that implantable neurostimulator (ins) pocket revision was performed in (B)(6) 2015. The patient had lost quite a bit of weight in 2014 and the ins began to move in the pocket. Health care provider used the same ins but made on a new pocket on the same side which was the right side. Issue resolved from surgical intervention. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that the doctor moved the device to a different location on 2(B)(6) 015 and the pain at the implant site was resolved.